Event description:
As I was using the heating pad, I started smelling something burning. The cord melted in one place and burned through the plastic. Luckily I noticed before it started a fire or gave me a shock. I do not believe this section is applicable to my situation.